Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as medical records stated that the patella was found loose and fractured with metallosis noted within the tibial insert. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as it is possible the fall fractured the patient's patella, however, it is unclear if the implants caused the knee to buckle in the first place. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned patella found signs of being implanted (wear/discoloration/foreign material) and all 3 pegs have fractured off. Examination of the returned bearing found metallic particles embedded in the surface. It was reported the patient's knee buckled and they subsequently fell and landed on both knees. It is unknown whether the fractured patella caused the fall or if the fall fractured the patella. A definitive root cause cannot be determined. This complaint was confirmed. A corrective action was previously opened to investigate the patella pegs shearing off. An issue evaluation was initiated to address the issue 'risk of fracture was not included in the rmf'. A health hazard evaluation determination was completed and the product has since been recalled. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: bone cement pn 545035500 lot unknown, stem 40mm pn 141314 lot 255700, vanguard femur 70mm pn 184512 lot unknown, tibia 79mm pn 141275 lot unknown, regenerex patella 34mm pn 141357 lot unknown. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04457, 0001825034-2019-04466.

Event description:
It was reported the patient underwent a revision of the right knee patella and tibial bearing approximately five years post implantation due complications from a fall. Revision operative report notes the patella pegs were fractured and blackened synovium. Legal counsel reports that the patient continues to have pain and mobility dysfunction interfering with daily life. No additional information is available at this time.